Event description:
The customer reported via phone call that they had a frozen screen with the insulin pump. It was also found a battery out limit occurred after the battery was changed. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.